Event description:
It was reported a patient with chronic kidney disease presented with uremic encephalopathy in need of emergent hemodialysis. Placement of a right internal jugular power-trialysis catheter was attempted. A computed tomographic scan of the chest showed the catheter coursing extravascularly through the wall at the confluence of the right innominate and right internal jugular vein, with its tip in the posterior mediastinum. Given the large diameter of the catheter, he was taken to the operating room, and a transmanubrial osteomuscular-sparing approach was used to access the mediastinum. During the circumferential dissection of the right innominate and right internal jugular veins, we identified the anterior entry point of the dialysis catheter through the internal jugular vein, proximal to the innominate vein and lateral to the vagusnerve, exiting at the confluence of the internal jugular, innominate, and subclavian veins. We obtained proximal and distal control of the internal jugular and innominate vein, as well as the superior vena cava. The catheter was then removed from the right internal jugular vein. After primary repair of the vessel, the manubrium was reapproximated with sternal wires.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2025-06287 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2021-02336.